Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected h.11 narrative. Retuned product evaluation confirmed presence of liner puncture (defined as a liner tear with crimped thv/ds protruding through), which was accompanied by liner stretching within the punctured liner region. This failure mode may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. Variation in the seam forming process may contribute to the liner not expanding. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2'' segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification). This failure mode occurs when the hdpe outer layer adheres to the etched ptfe liner, resulting in the seam to stretch. However, functional testing was unable to be performed on the complaint device due to the condition of the returned device. When the liner undergoes stretching in lieu of expansion, as designed, it can contribute to increased resistance during system advancement and/or cause the liner to become punctured if high push forces are used to overcome the associated resistance. As such, available information suggests patient factors (tortuosity), procedural factors (device manipulation) and/or variable liner expansion may have contributed to the complaint event. However, the sequence of events was unable to be determined and a definitive root cause is unable to be identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. Resistance was felt while advancing the delivery system. Fluoroscopy was performed to examine the area of resistance and it was noted that the delivery catheter with the valve crimped was outside the split of the esheath. The physician inserted a coda balloon from the contra-lateral side to stabilized the patient's pressure. The system was then removed as one unit. Three covered stents were placed in the abdominal ao infra-renal. A endo leak was seen on angiography and a vascular surgeon was called to come place an elg bifurcating stent. The valve was not implanted however, the patient was stable through the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 returned to manufacturer, h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. S3 valve crimped on the crimped balloon, exposed through liner puncture. Liner puncture approx. 5.5" in length starting from approx. 1.75" distal from strain relief. Liner unexpanded approx. 3.75" from distal tip. Liner stretching noted along the liner puncture approx. 4" in length. Sheath shaft twisted. Distal tip unopened. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the returned device. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'it was a case of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. Resistance was felt while advancing the delivery system. Fluoroscopy was performed to examine the area of resistance and it was noted that the delivery catheter with the valve crimped was outside the split of the esheath.'' Retuned product evaluation confirmed presence of liner puncture, which was accompanied by liner stretching within the punctured liner region. This failure mode (sheath not expanded with liner tear/puncture) may be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process during manufacturing. Pra was previously initiated to document investigation and assess associated risks for the issue. Per the evaluation of the returned device, the sheath shaft was twisted, which can be indicative of tortuosity in the vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The presence of tortuosity can create a challenging pathway during delivery system advancement, leading to resistance and stretching/weakening of the sheath liner. Additionally, non-coaxial alignment during delivery system advancement can cause the crimped valve to catch onto the liner and result in a puncture. Available information suggests that factors related to the manufacturing process (improper sheath liner expansion) and/or patient factors (tortuosity) may have contributed to the reported resistance, sheath not expanding and liner puncture, while procedural factors (high push force) may have additionally contributed to the liner puncture. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.